Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue damage was unable to be determined. The reported recurrent mr and dyspnea were cascading effects of the reported tissue damage. The reported patient effects of mitral regurgitation, tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and a restricted anterior. One clip was implanted, reducing mr to a grade of <1. On an unknown date, the patient returned to the hospital due to shortness of breath and recurrent mr. Mr had increased to a grade of 2-3. Tissue damage was observed on the posterior leaflet. On (B)(6) 2023 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 1-2.